Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 18.6 hardware: iphone16.1 cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6) 2026, the patient experienced elevated blood glucose levels after more than 48 hours of pod wear on the arm. The patient reported experiencing pain upon initial cannula insertion and noted that she was ill with a viral stomach infection at the time. Subsequently, she noticed blood glucose levels increasing to 337 mg/dl and not responding to bolus doses, leading her to remove the pod, after which she noticed that the infusion site was wet and she detected the smell of insulin, suggesting potential insulin leakage, and that the cannula was bent and described as an ¿l shape.¿ the patient noted there was some irritation and minor dried blood at the infusion site upon pod removal. She treated the high blood glucose with a manual insulin injection and reported developing fluctuating blood glucose (high and low), accompanied by symptoms including headache, dehydration, and vomiting, prompting her to seek medical attention. She was subsequently admitted with a diagnosis of hyperglycemia with differential diabetic ketoacidosis, hyperosmolar hyperglycemic state (hhs), and electrolyte abnormality. Treatment during hospitalization consisted of three liters of intravenous fluids, potassium replacement, zofran, and reglan. The patient remained hospitalized for approximately one day and was discharged on (B)(6) 2026.